Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 409 mg/dl. Customer was treated with insulin pump. Customer's blood glucose went down to 372 and then 318 mg/dl. Customer declined troubleshooting for high blood glucose level. Customer was able to successfully re-establish communication bet the sensor and pump and was able to proceed with the warm up. The insulin pump will not be returned for the analysis.